Manufacturer narrative:
The device was not received for analysis. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to release. Not received for analysis.

Event description:
It was reported the intraocular lens was implanted and removed during the same surgery. The patient reportedly had a weak capsular bag that could not sustain the lens. The capsule tore necessitating a vitrectomy, the incision was enlarged and an anterior chamber lens implanted.